Event description:
A girl came into the clinic early in the morning at 5:30 am with her parents. She had been bruised by a hot object placed on her neck. The object was a regular enuresis alarm. The brand was malem. The girl had big red patches on her neck clearly from the alarm exploding. Parents said that the device was used as per directions and they had just recently purchased it from the internet. The child's clothes were stained with battery leak. We discharged the child after appropriate treatment and have recommended f/u. The use of the enuresis alarm has been discontinued for safety reasons. It was returned back to the parents at their request.